Event description:
Following an lsh, a patient was found to have the koh cup still in the vagina.

Manufacturer narrative:
Some time in 2007, the patient had a hysterectomy at a different facility performed by a different physician than the initial reporter. The patient was advised by the initial reporter the koh cup was left in the vagina. The initial reporter removed the koh cup surgically.